Event description:
The initial reporter stated that the pump stopped working and did not alarm. They did not specify how it stopped working or what alarm would have been expected. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.